Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 32264211) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 4.1 inr and the result from a laboratory within 30 minutes was 2.9 inr. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.0 inr. Relevant retention test strips (lot 322642) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.